Manufacturer narrative:
Due to character limitations in e1, full event site name: (B)(6). Due to character limitations in e1, full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance process by getinge field service engineer (fse) , the cs300 intra-aortic balloon pump (iabp) unit did not pass tests on the service page and discovered a repaired safety disk. Fse also observed that the device does not work with battery. There was no patient involved and no harm or injury was reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Mfg report number. 2249723-2024-0005210 please cancel in your database.

Event description:
This event was not reportable as safety disc was expired.